Event description:
It was reported that during follow-up of an asymptomatic patient, post-sensed t-wave oversensing was observed. Programming changes were made. A dft test was performed. The arrhythmia was undersensed at the newly programmed settings. External defibrillation was used to rescue the patient. The lead was explanted and replaced. Patient condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.